Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 237 mg/dl. Customer stated that the keys are unresponsive. Customer could not recall any significant events leading up to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Unable to verify battery out limit due to button keypad anomaly. The insulin pump has cracked case at the display window corners, battery tube threads and minor scratched display window.